Event description:
It was reported that during a laparoscopic gastric bypass procedure, the surgeon became aware that insufflation was being lost. They identified that the trocars were leaking gas from the seals. They tried to combat this but the leaks made the case very difficult. However, the surgeon managed to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.